Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a during inflations in a pci procedure the operator reported that the inflation device was leaking air and the balloon could not be inflated to the intended atms. A new inflation device was used to complete the procedure with no patient injury reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. Based on the findings, the complaint has been confirmed. The root cause of the complaint is likely attributed to the improper o-ring and gauge assembly a process performed by the operators. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.